Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant as the lv lead was in the catheter where the pericardial effusion located and confirmed via echocardiogram. Thus, pericardiocentesis was performed. This lead was replaced and never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.